Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. It was noted that the tamper seal was intact. The battery compartment was damaged, the downstream occlusion seal had a bubble, and scratches on the lcd lens screen were noted when the device was visually inspected. A review of the event history log was able to confirm the reported event. Functional tests performed, which were unable to replicate or confirm the reported event. The downstream occlusion seal, battery compartment, and lcd lens were replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a cadd solis pump was alarming and had a chipped battery compartment. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the battery compartment damaged, and lens scratched. The downstream occlusion seal had a bubble. There was evidence of the error recorded in the event history log. The customers problem error code was not duplicated during testing. The error code only appeared in history log once. The damaged battery compartment, downstream occlusion bubble and scratched lens were verified. Per the investigation, these were the cause of the reported problem. The cause of the error code was undetermined; however, the damaged battery compartment and scratched lens were traced to user interface. The root cause of the reported problem was traced to user interface. Actions were taken to mitigate the reported issue: the error code was cleared, and the battery compartment, lens and downstream occlusion seal were replaced.

Event description:
Additional information received on 14-nov-2022 via email and attached to complaint object: the reported product fault did not occur while in use with a patient and the product issue did not cause or contribute to patient or clinical injury.